Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set leaked. The event was further described as "iodine solution was "dripping" out due to mini caps was not tight." This was observed during use of the device for peritoneal dialysis therapy. It was further reported that the leak was at the point after the thread where the minicap was connected to the transfer system. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.